Event description:
Patient was hospitalized due to high bgs.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.